Event description:
It was reported that ventricular fibrillation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was used during the procedure. At an unknown point, the patient experienced ventricular fibrillation. The procedure was successfully completed. No additional information is known. It was further reported that cardiorespiratory instability (decreased oxygen saturation with increased heart rate) occurred, not ventricular fibrillation as previously reported. The cardiorespiratory instability occurred as the was was positioned in the left atrium. In response, the patient was administered oxygen and catecholamines. Left heart catheterization was also performed to assess for coronary occlusion. The cause of the cardiorespiratory instability was suspected air embolism. The patient has been discharged.

Event description:
It was reported that ventricular fibrillation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was used during the procedure. At an unknown point, the patient experienced ventricular fibrillation. The procedure was successfully completed. No additional information is known.